Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: unknown. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a problem occurred after "step 3 - needle deployment". The method used to achieve hemostasis was not reported. There were no reported adverse pt effects. Though requested, no additional info was provided.